Manufacturer narrative:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that there was a patient death while using the mx40 for monitoring and wanting to verify the clinical chain of events leading to patient death. There was a question among staff related to the ¿ECG leads off¿ alarm. One staff member claimed that the alarm persisted despite the leads being on and showing waveforms on the central station. The nursing staff management wanted to submit this for review to validate that ECG waves were truly being seen on the central prior to patient death. A field service engineer (fse) went onsite and collected the logs. The patient's retrospective data was retrieved. The complaint was escalated for technical investigation, and the provided logs were reviewed by a business unit product support engineer (pse). When reviewing the clinical audit log during the incident time frame, there are many individual ¿ECG lead off¿ technical inops, including ¿la lead off¿ and ¿ll lead off¿, ¿ECG leads off¿ inops, ¿!!ECG leads off¿ inops (escalated inops to yellow level), and one ¿leadset unplugged¿ inop leading up to the incident timeframe reported as approximately 02:24 on (B)(6) 2023. The ¿leadset unplugged¿ inop occurred at 23:16:23 and remained unresolved until 02:10:57, when the device battery was removed and reinserted, and the device power cycled. When the device completed the boot-up cycle, a ¿leadset unplugged¿ inop was generated at 02:11:55 and remained in effect until the device was put into ¿standby¿ at 02:26:30 on (B)(6) 2023. The leadset unplugged condition was not resolved; therefore, ECG measurements and physiological alarms were not available, and the patient was not monitored from 23:16:23 on (B)(6) 2023, through 02:11:55 on (B)(6) 2023. The noted technical inops related to ¿ECG leads off¿ can be the result of poor skin prep, poor electrode placement, or poor condition of electrodes (adhesive not holding/dry electrode gel). The ¿leadset unplugged¿ technical inop indicates either the lead set is not recognized by the mx40, or it is disconnected from the device/not properly seated onto the mx40 connector. The pictures of the patient cable connector and mx40 connector do not show any corrosion that could have impacted the connection/communication between the device and patient cable. The pictures do show that the device and patient cable are not very clean, but not so dirty that it could impact full seating of the patient cable onto the mx40 connector. Also, with the alarms reminders turned on with the setting of 2 minutes, there would have been reminders for the ¿leadset unplugged¿ inop every two minutes. Users were aware of this condition and acknowledged the inop at 23:21:46, again after the battery reboot at 02:18:36 and finally someone entered standby from the manage patient application at the pic ix at 02:26:30. Based on the foregoing investigation, the mx40 and pic ix devices were operating properly. Based on the information available and the testing conducted, the device was functioning as intended, and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device remains at the customer site.

Manufacturer narrative:
Data correction to device identifier.

Event description:
It was reported that there was a patient death while using a philips mx40 telemetry device. The customer mentioned that the alarm persisted despite the leads being on and showing waveforms on the central station. The customer want's to validate that ECG waves were truly being seen on the central prior to patient death.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.